Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump touchscreen was cracked. The customer's blood glucose level was 120's-190's. The contact did not know how the pump touchscreen cracked. Reportedly, the pump was still functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.